Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying an error 2 message. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter alleged that on (B)(6) 2011 he was unable to obtain a blood glucose reading due to receiving an "error 2" error message. Per the one touch ultra meter owner's booklet an error 2 message could be caused either by a used test strip or a problem with the meter. The reporter informed the cca that the patient manages his diabetes using humalog insulin, 15 units before breakfast and 7 units before dinner on a fixed schedule. The patient reportedly took his usual dose of medication after attempting to test with the subject meter. The following day in the afternoon, the patient reportedly developed symptoms of "sweating" and denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the patient was applying the blood sample to the strip prior to inserting the test strip into the meter. The patient was able to successfully retest over the phone. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.